Manufacturer narrative:
Additional information was received that the caster did not detach from the unit and the unit did not tip or fall. This was not a reportable malfunction. Additional information was received that the caster did not detach from the unit and the unit did not tip or fall. This was not a reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The back right side locking wheel of the ventilator was tightened to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that one of the front caster wheels came out automatically from the machine. There was no report of patient involvement.